Manufacturer narrative:
Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead had high impedances, high thresholds, and a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to esc (en vironmental stress cracking) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. Concomitant: 383059 implantable pacing lead 2008-(B)(6). (B)(4).